Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub and remained in the cap. This occurred with 2 catheters. The following information was provided by the initial reporter: "went to start and IV and then later brought it to my attention that when she removed the cap the catheter remained in the cap and the needle pulled out exposed. This happened twice. By the time she told me she had already tossed the needles. She did keep these wrappers though. These did not make their way to the patient."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub and remained in the cap. This occurred with 2 catheters. The following information was provided by the initial reporter: "went to start and IV and then later brought it to my attention that when she removed the cap the catheter remained in the cap and the needle pulled out exposed. This happened twice. By the time she told me she had already tossed the needles. She did keep these wrappers though. These did not make their way to the patient."